Manufacturer narrative:
Upon reassessment of the reported event, this product was determined to be not reportable.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following an initial knee arthroplasty, the patient is experiencing an allergic reaction. No additional patient consequences were reported.